Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt that there was something wrong with their implantable pulse generator (ipg). Follow up with the clinic provided no further information. The device remains in use. No patient complications have been reported as a result of this event.